Event description:
It was reported that charging cable was damaged and charging supplies were no longer working. There was no reported impact to the customer¿s blood glucose level. Customer was advised to rely on multiple daily injections if pump battery depleted before replacement arrived, and technical support arranged to send goodwill replacement charging cable and supplies.